Event description:
A unicel dxl instrument generated an erroneously elevated accu tni result of 0.92 ng.ml. The customer reran the sample for accu tni on a different chemistry analyzer and obtained a result of 0.2 ng/ml. The customer then reran the sample for a second time in the unicel dxl instrument. The rerun was performed in triplicate. The repeated result were 0.2 ng/ml, 0.3 ng/ml and 0.2 ng/ml. The result of 0.2 ng/ml was reported out of the lab. There has been no change to patient treatment that can be attributed to this event.